Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) with blood glucose of 41 mg/dl at the time of the incident. The low incident happened after a set change. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back. The customer also had another low incident on (B)(6). Customer requested reimbursement of medical costs due to the recalled sets that led to lows. The insulin pump will not be returned for analysis.